Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was comfirmed and duplicated. Evidence indicated this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during surgery the motor device "hose came apart from the pressure relief valve". It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. The rexact date of the event was unknown but the reporter clarified the event occurred in 2013. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.